Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was hospitalized for hyponatremia and hypokalemia. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on 15/apr/2025 due to weakness and increasing confusion. The patient was subsequently admitted with a diagnosis of hypokalemia and hyponatremia. The patient¿s lab values were sodium (na+) 125 and potassium (k+) 3.6. The patient began utilizing 2.5% dextrose solution for pd treatments and was administered sodium bicarbonate tablets (dose, frequency, and duration not provided). The physician believes the patient may be experiencing sodium sieving or peritoneal membrane failure. The patient remains hospitalized. The pdrn is unsure if the patient will transition to hemodialysis or not. The hospitalization is not related to any fresenius device(s) or product(s).

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: g.4. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was hospitalized for hyponatremia and hypokalemia. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to weakness and increasing confusion. The patient was subsequently admitted with a diagnosis of hypokalemia and hyponatremia. The patient¿s lab values were sodium (na+) 125 and potassium (k+) 3.6. The patient began utilizing 2.5% dextrose solution for pd treatments and was administered sodium bicarbonate tablets (dose, frequency, and duration not provided). The physician believes the patient may be experiencing sodium sieving or peritoneal membrane failure. The patient remains hospitalized. The pdrn is unsure if the patient will transition to hemodialysis or not. The hospitalization is not related to any fresenius device(s) or product(s).